Event description:
The pt underwent an interventional procedure requiring rotablator ballooning and placement of a stent. Pt was anticoagulated with integralin. The physician closed the arteriotomy with the closer tsl6 french device. One hr following the procedure the pt's blood pressure dropped and pt could not be resuscitated. There was no evidence of hematoma or ecchymosis. The pt did not complain of back pain indicating a possible retrobleed. A venous sheath had been removed following the closure with the perclose device. An autopsy was performed to determine the cause of death. The results are still pending.